Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported o3 modules are having intermittent and lower than expected readings on the left channel. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. Visual inspection upon receiving revealed no external damage or defects. The o3 module successfully establishes communication with masimo root. Measurements were obtainable on both channels 1 and 2 and compatible to measurements obtained using a known good o3 sensor and known good module. No internal circuitry damage or defects were observed and no loose cabling was observed. The customer complaint was not duplicated. The device is fully functional.

Event description:
The customer reported o3 modules are having intermittent and lower than expected readings on the left channel. No patient impact or consequences were reported.